Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that some of the 3ml syringes cartridge from last shipment are sticking and it was very hard or not possible to use them to draw medication. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the 3ml syringes not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A history record review was not conducted as product is a finished good and with the supplier. D3, g1, and g2 email is: (B)(4).